Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
Same event as MFR #: 2134265-2008-00030. It was reported that during an unspecified procedure, the middle of the guide wire "unraveled." The lesion location is unk. No pt injuries or complications were reported. Further info has been requested, but has not been received.